Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the day prior to the report they went 3 times in a row and didn't make it to the bathroom in time. The day of the report patient said their symptom control was much better and they did not have to void in 5 hours. Discomfort at implant sites was also reported. Patient reported they could feel the devices especially when they go to sleep. Their ins is on the right side and if they sleep on that side it hurts and they can feel the wire in their tailbone area as well. Patient sometimes has to sleep on their stomach. It was reported that the patient is petite and has a small body frame, not much body fat. Consumer reported they guess it just took some time for them to get used to their device. No further information reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called because she just went to the bathroom and she already needs to go again. Patient wanted to know what to do to try and help. Patient mentioned she was still sore from surgery, and she wanted to know how long it takes to heal. Patient increased from 0.3v to 0.4v where she stated she felt stimulation. Patient stated she was trained under anesthesia, so she did not remember how to use patient programmer (pp). No further patient complications have been reported because of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.